Manufacturer narrative:
Site declined to provide patient information. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2013. A medtronic representative, following-up at the site, reported working with the surgeon and being unable to replicate the reported issue. Navigation system functioned properly with no issue. No fault found.

Event description:
A surgeon reported that, while in a ventricular shunt procedure, navigation was discontinued because they could not navigate the pci probe. The instrument was added into the software and verified, and in navigate the instrument status showed green. The crosshairs were red because they were not on continuous mode. No trouble-shooting was performed as this concern was reported after the procedure was completed. There was no impact on patient outcome.